Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were having issues charging their ins and they were told to call and get a replacement recharger. They charged the morning of the report from 6:30 to 8:15 and when the ins got to 70% the controller said finished and they were not able to start charging again. It was reported that the problem charging came on slowly and then got worse and started at least 6 months ago. It was reported that it was difficult to find good charge location and it stops charging before done. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the device had a hard time finding the battery and then once it finds it would charge 10-20% and then it would turn off. The patient reported they put the device on the skin to make it work. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported the manufacturer representative had to look at their machine. It was reported that they had been having a hard time charging. It was reported that they would start charging at 40% and get up to 60% and then it quits. They had to turn it all off and come back in a couple hours. Patient reported they might be moving around in the chair too much when they are charging. The patient wanted a belt to see if it would help them recharge. No further complications reported/anticipated.